Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette when it was placed into the machine for use. This was found by the patient at home, before therapy. The patient started therapy over with new supplies and continued the therapy. The transfer set was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack at the side of the welded cassette was identified. Pressure testing at eight (8) pounds per square inch was performed and a leak was found at the crack location only. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.